Manufacturer narrative:
The reservoir herniated.

Event description:
It was reported that the patient experienced herniation of the reservoir with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp conceal reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp conceal reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.